Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The carefusion field service representative evaluated the device and determined that the cause of the reported event was a faulty user interface module (uim). The carefusion field service representative completed the repair of the device by replacing the user interface module and running the device through a complete checkout per the operator's and service manuals. Upon completion the device was release back to the customer ready to be placed back into service. Carefusion factory service department evaluated the alleged faulty user interface module (gde), verified the complaint and determined that the root cause of the reported event was a control board. Based on the current information, this is a known issue with the vintage of this control board. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Should the failure analysis lab evaluation reveal that the failure of this control board is not associated with the known issue, a follow up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Uim is blank all leds are lit. No patient involvement."